Event description:
When broaching the femur during right tha, the locking / handle mechanism on the femoral broach broke off. This resulted in the need for a partial osteotomy and use of cables to remove the broach.